Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact cause and type of endoleak could not be determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. It is possible that the observed endoleak was a type iiib endoleak caused by fabric abrasion of the graft material with calcification in the area. The possibility of a type ii endoleak from patency of a collateral vessel feeding into the aneurysm sac is also considered. A type IV endoleak can also not be fully ruled out and factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have contributed to this. A type iiia junctional endoleak seems less likely as there appeared to be sufficient component overlap. Lack of angiogram images from during the intervention procedure did not allow for review of the reported detachment event. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues. Correction to b5: the endoleak seen on CT associated with the aneurysm enlargement was a type v endoleak. It was noted the patient had 2 contrast cts post the index procedure at 2 months and 7 months that showed no reduction or enlargement of the aneurysm. B3: updated 6a: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c124ej, serial/lot #: (B)(4), ubd: 13-oct-2021, UDI#: (B)(4) ; product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 22-sep-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported on an unknown date, follow up CT identified the aneurysm dimeter had expanded due to a suspected type IV endoleak. Intervention was performed. Laparotomy was performed and neck banding completed. During the removal of a clot from the aaa (which was scraped out by hand) junction detachment occurred at the main unit of the contralateral leg of the endurant and the additional endurant detached from the junction and bled. It was noted there was no tear on the stent graft. (When it came off, there was no discomfort felt in the hands; it was noticed that the junction came off for the first time because of the bleeding.) The occlusion balloon that had been prepared for emergency was inflated, and no problems were noted. For the detached part - the central part was cut to an appropriate length on the additional leg (about 30mm that was originally overlapped of the endurant limb) the detached limb was partially cut off and sewn to the main body. In order to deal with leakage from the suture hole, felt was wrapped and a non mdt stent was placed percutaneously from the inside. While it was noted that the detached limb is not left in the aaa, on postoperative CT (data is only axial) it was difficult to confirm where the limb was placed from because the wire of the non mdt stent is thin. During placement, it appeared to be placed slightly peripherally from the junction (suture), but it could not be confirmed by angiography. (The non mdt stent was 11mm, and expanded to 16mm with post balloon, so it is possible that migration or shortening occurred.). The operation was successful and the plan is for patient discharge. Per the physician the cause of the aneurysm expansion and detachment is undetermined. No additional clinical sequelae were reported and the patient will be monitored.